Event description:
The customer reported that the ortho provue analyzer resulted a previously known sample containing anti-c as negative during antibody screen testing. The customer repeated the antibody screen test with the sample and obtained a weakly positive (1+) reactivity in manual gel test. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The provue log files and tif image reviewed by ocd second level support revealed the analyzer correctly interpreted the sample as negative . An ocd field engineer visited the site and checked the appropriate components on the instrument. The fe verified that the instrument was performing as expected. Therefore service was not required. The customer indicated that the sample reacted weakly positives in manual gel method and negative on the provue. Sample with weak antigen expressions or low antibody titers may contribute to false negative reactions on the provue. This customer has not logged any complaints against this analyzer since this incident. (B) (4).